Event description:
It was reported that the pt expired of an unk cause. The medication being delivered via the device system was not reported. Additional info has been requested from the pt's last known healthcare professional, a follow-up report will be sent if additional info becomes available.